Event description:
We received a report that while injecting a tecnis one piece (zcb00 12.5 diopter), using a platinum one unfolder cartridge and platinum one inserter (dk7796) the intraocular lens (iol)started to rotate clock-wise as it entered the eye. This resulted in the lens rupturing the capsule. The surgeon removed the iol from eye and replaced it with the za9003 which he placed into the sulcus. The report indicated that the event was due to the platinum one inserter. The surgeon declined to provide further information.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The sample was visually inspected under microscope. Visual inspection revealed surface residuals (fiber/particles) and stains on the lens that could be related to the handling the lens in a non-sterile environment. Also, the lens returned cut in two pieces that could be related to the handling of the unit during the insertion process. Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The unfolder handpiece was returned to the manufacturer for investigation. Visual inspections showed the centre rod tip is heavily scratched to the extent that the blue anodizing has been removed. The centre rod has been advanced with such force that the head of the drive pin holding the internal components together has been sheared off. The stem of the drive pin is still in place. This is most likely to have been caused by forcing the tip to advance through an incorrectly fitted cartridge. Once the head of the drive pin has been removed the tip will rotate freely as seen by the surgeon. The damage is consistent with the device being mis-handled. Manufacturing records for the inserter were reviewed. Review of device history records for the lot confirm the following: no relevant incident was observed and all results met specifications. No specific cause for this complaint was determined from the review of manufacturing records, procedures, or inspections records. The device history records including manufacturing records and in-process controls meet specification and therefore in conformance. No manufacturing deviations were detected relating to the customer complaint. There were no process and/or material changes relating to the customer complaint. There were no no-conforming material records relating to the customer complaint. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Concomitant product: platinum 1 inserter dk7796 . All pertinent information available to the manufacturer has been submitted. Placeholder.